Event description:
It was reported the pacing catheter was placed and connected using the adapter pins supplied. The wire was connected to a guidant dual chamber temporary; thresholds were tested and found to be acceptable. During the procedure, the monitor tech noticed the pacer not capturing signals; the output was increased with no capture. The circulator then tested all connections, the pacer worked and the procedure was completed with no consequences to the pt. The lab mgr felt the connection from the adapter to the pacer caused the problem; however, would like the catheter evaluated.

Manufacturer narrative:
One 5f pacel bipolar catheter was received for eval. Visual inspection revealed no surface anomalies. Review of the device history record was not possible since the lot number was unavailable. Electrical testing of the distal and ring electrodes revealed an open circuit condition with the ring electrode. The distal 3" of the catheter were removed and tested confirming the open circuit was within the 3" section. Testing of the remaining portion of the catheter confirmed good continuity throughout. The ring electrode was cut and peeled open, which revealed the wire had broken at the electrode. In conclusion, electrical testing revealed an open circuit condition with the ring electrode. Add'l testing revealed the wire had detached at the electrode which caused the open circuit. It is uncertain how or when the wire detached. Internal corrective actions were implemented to modify the spot weld tip electrode process to ensure wire integrity.